Event description:
A (B)(6) distributor contacted zoll customer support to report that during a pt fitting the monitor's response buttons were non-functional. The distributor was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons) has been confirmed. Upon investigation, the rear response button was non-functional. The cause was a broken response button flex cable. The root cause of the damaged response button cable was unable to be positively determined. No adverse event resulted from the defective response button. The distributor was issued a replacement monitor.